Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported an extension set leaked during an unspecified infusion and a crack was noted at the hub. Although requested additional event information has not been provided. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a cracked hub with leaking was confirmed. During visual inspection it was noted that the female luer had a vertical hair line crack that measured 0.487 inches long. There were no other damages or issues observed. The female luer was inspected under magnification; no stress marks were observed. Functional testing confirmed leaking through the crack. The probable cause of the component breakage is a combination of material degradation during the supplier process and manufacturing factors (solvent and over-torque).